Manufacturer narrative:
Reported event: an event regarding loosening involving cementless trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -clinician review: a review of the provided medical records and x-rays was rejected by a clinical consultant indicating:2006 cementless tha right trident accolade. 2008 cup revision due to loosening (pedestal cup with orif posterior column)."x-rays - dated off films 2008 and 2012 ap pelvis uncemented right tha with stemmed acetabular component, pelvic plate and screws, reduced, medial acetabular bone graft. 2017 ap pelvis and lat right hip unchanged. 2017 - 7 mrt cuts consistent with right hip altr. January 2020 ap pelvis, lat. Right hip increased lucency around cup. (B)(6) 2020 - 8 mrt cuts consistent with increased altr changes. (B)(6) 2020 blood ion levels: chromium 1.69 ( 0.5- 4.0)cobalt 4.18 (0.5 - 3.9) (B)(6) 2020 color photo of red friable tissue with no ruler for size reference. Ap right hip same acetabluar component and stem with collared head reduced. Previous plate and screws absent. "Plate removal exchange head, no visible taper damage ... Resection of pseudo tumor ..."no clinical or pmh, no patient demographics, no operative reports, no surgical pathology reports, no examination of explanted components. Based upon the information available for review, neither confirmation of the event descriptions nor preparation of a medical report is possible for this case -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that patient was revised due to shell loosening. The event was not confirmed. A review of the provided medical records and x-rays was rejected by a clinical consultant indicating:2006 cementless tha right trident accolade. 2008 cup revision due to loosening (pedestal cup with orif posterior column)."x-rays - dated off films 2008 and 2012 ap pelvis uncemented right tha with stemmed acetabular component, pelvic plate and screws, reduced, medial acetabular bone graft. 2017 ap pelvis and lat right hip unchanged. 2017 - 7 mrt cuts consistent with right hip altr. (B)(6) 2020 ap pelvis, lat. Right hip increased lucency around cup. (B)(6) 2020 - 8 mrt cuts consistent with increased altr changes. (B)(6) 2020 blood ion levels: chromium 1.69 ( 0.5- 4.0)cobalt 4.18 (0.5 - 3.9) (B)(6) 2020 color photo of red friable tissue with no ruler for size reference. Ap right hip same acetabluar component and stem with collared head reduced. Previous plate and screws absent. "Plate removal exchange head, no visible taper damage ... Resection of pseudo tumor ..."no clinical or pmh, no patient demographics, no operative reports, no surgical pathology reports, no examination of explanted components. Based upon the information available for review, neither confirmation of the event descriptions nor preparation of a medical report is possible for this case. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision on (B)(6) 2020, notes were provided indicating that a revision took place in 2008 due to shell loosening.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision on (B)(6) 2020, notes were provided indicating that a revision took place in 2008 due to shell loosening.